Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after three attempts to place the lead, the physician requested a new lead and stated that there was difficulty getting the stylet to the end of the lead. It was also noted that the physician was concerned that there was very little current of injury. The lead was removed and was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.